Event description:
The manufacturer received info of a ventilator that would not respond. There was no report of pt harm or injury.

Manufacturer narrative:
The device is not returning to the MFR for evaluation. The reporting facility stated that when removing the sd card, the device would not respond. The device was rebooted to correct the issue. The MFR contacted the customer and confirmed the sd card was improperly removed. The proper steps for the removing of the sc card were reviewed with the customer.